Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that difficulty removing the yellow protective sheath off a 2.5x12mm trek rx balloon dilatation catheter (bdc) was felt and the protective sheath did not come off. The bdc was not used and there was no patient involvement. The procedure was successfully completed with a 2.5x12mm non-abbott balloon catheter. There was no clinically significant delay in the procedure. No additional information was provided.